Manufacturer narrative:
The device was returned to an olympus service center for evaluation. During inspection and testing, service confirmed the reported b30 error, and found it was caused by corrosion on the electrical contact part of the video connector. In addition, service found there was a loss of the scope identification information due to a damaged circuit board. Additionally, service found the adhesive at the distal end was chipped. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The subject device was returned to an olympus service center with a report that a b30 error (scope communication error) was displayed. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the event was caused by the defect of the image sensor unit, a failure of the internal circuit board of the video connector, or the system. The root cause could not be determined. Olympus will continue to monitor field performance for this device.